Manufacturer narrative:
(B)(4). Evaluation summary: as the device was returned without the suture, link, posterior cuff and posterior needle tip, the scope of the investigation was limited. Inspection of the returned device revealed that the anterior cuff successfully captured the needle; however, the link was pulled from the swage end of the anterior cuff during the needle plunger retraction. This indicated that the plunger was depressed to deploy the needles, inconsistent with the reported information. There was no needle strike mark observed at the posterior foot to suggest that a posterior cuff miss might have occurred, which could subsequently result in a link pull. A link pull would result in a failure to retrieve the suture during the needle plunger retraction. Because the suture could not be retrieved, the knot would not form to advance to the arterial surface to close the vessel as intended. A link pull suggested that there was resistance encountered while retracting the needle plunger to retrieve the suture. Possible contributing factors include, but are not limited to, manufacturing, challenging anatomical conditions, and/or deployment techniques. Because the suture was not returned, it could not be determined if the suture was dragged through the device or suture bearing while retracting the needle plunger, which could have contributed to a link pull. Every link assembly is appropriately inspected and tested for proper assembly during manufacturing. During testing, the plunger was fully inserted and retracted successfully without any observable resistance. The results met the manufacturing criteria. There were no reported challenging anatomical conditions, which could have contributed to a link pull. There was no information reported or definitive evidence in the evaluation of the returned device to suggest that the needle plunger was abruptly pulled out of the device after needle deployment, which could cause the link to be pulled from the posterior cuff. Based on the reported information and the investigation, the probable cause for the link pull from the swage end of the anterior cuff could not be determined. No manufacturing or quality deficiency was detected. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint handling database was performed and there are no similar incidents for this lot. Based on the investigation, there does not appear to be any indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned; it has not yet been received. The lot number was provided. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using the perclose proglide device after a percutaneous coronary intervention. Reportedly, the plunger could not be pushed down and the needles were not deployed. Hemostasis was achieved using a non-abbott device. The physician is reported to be trained in the use of the device. No additional information was provided.